Event description:
The customer reported that on (B)(6) 2022 at approx. 0930 hours, the room #pcu 6 patient had a desaturation event of 65% and it did not alarm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote clinical specialist (rcs) spoke with the customer. The rcs reviewed the alarm review . No patient strip was provided. The rcs noted at 09:21:24 the spo2 parameter was turned off and it was turned back on at 09:21:38 on (B)(6) 2022. The next entry is desaturation of 57% at 09:56 which ended at 09:57. There was no spo2 alarm entry found at approximately 09:30 hours. On (B)(6) 2022 10:33:00, (B)(4), desat 76 < 80 generated at 10:32:47, pic ix: wrxpcu. On (B)(6) 2022 10:32:43,(B)(4), desat 76 < 80 generated at 10:32:47, pic ix: pcuclnt. On (B)(6) 2022 10:29:55, (B)(4), silence, wrxpcu. On (B)(6) 2022 10:27:14, (B)(4), silence, wrxpcu. On (B)(6) 2022 10:12:44, (B)(4), silence, wrxpcu. On (B)(6) 2022 09:57:34, (B)(4) , pulse -pulse from off to on, mpcu6. On (B)(6) 2022 09:57:34, (B)(4), spo2 from off to on, mpcu6. On (B)(6) 2022 09:57:21, (B)(4), pulse -pulse from off to on, mpcu6. On (B)(6) 2022 09:57:21, (B)(4), silence, mpcu6. On (B)(6) 2022 09:57:21, (B)(4), spo2 - from on to off, mpcu6. On (B)(6) 2022 09:57:20, (B)(4), desat 57 < 80 ended, pic ix: wrxpcu. On (B)(6) 2022 09:57:04, (B)(4), desat 57 < 80 ended, pic ix: pcuclnt. On (B)(6) 2022 09:57:20, (B)(4), silence mpcu6. On (B)(6) 2022 09:57:03, (B)(4), desat 57 < 80 generated at 09:56:52, pic ix: wrxpcu. On (B)(6) 2022 09:56:46, (B)(4), desat 57 < 80 generated at 09:56:52, pic ix: pcuclnt. On (B)(6) 2022 09:21:38, (B)(4), pulse -pulse from off to on, mpcu6. On (B)(6) 2022 09:21:38,(B)(4), spo2- from off to on, mpcu6. On (B)(6) 2022 09:21:25, (B)(4), spo2 - alarms from off to on, mpcu6. On (B)(6) 2022 09:21:24, (B)(4), pulse -pulse from on to off, mpcu6. On (B)(6) 2022 09:21:24, (B)(4), spo2 - from on to off, mpcu6. On (B)(6) 2022 09:20:51, (B)(4), silence, mpcu6. On (B)(6) 2022 09:07:07, (B)(4), silence, mpcu6. On (B)(6) 2022 08:44:53, (B)(4), silence, mpcu6. On (B)(6) 2022 08:24:26, (B)(4), silence, mpcu6. On (B)(6) 2022 08:09:00, (B)(4), silence, wrxpcu. On (B)(6) 2022 08:08:58, (B)(4), silence, wrxpcu. On (B)(6) 2022 07:22:39, (B)(4), silence, wrxpcu. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.

Event description:
The customer reported that on (B)(6) 2022 at approx. 0930 hours, the room#: (B)(4) patient had a desaturation event of 65% and it did not alarm the device was reported to be in use on a patient, but no adverse event to patient or user was reported.